Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the surgical outcome system that a patient complication occurred that was possibly related to an arthex product. Upon further investigation the following was discovered: patient underwent an (B)(6) 2019 shoulder procedure. The patient had a post-operative dislocation resulting in a (B)(6) 2019 revision surgery. During the revision procedure the following arthrex devices were explanted: ar-9503m-03c /humeral insert and ar-9505-15 /univers reverse spacer. To complete the revision procedure the surgeon implanted the following two arthrex devices: ar-9503m-06 /humeral insert and ar-9505-15 /univers reverse spacer.